Event description:
It was reported that during a vats pneumonectomy, the knife moved forward but stopped on the way of 3rd firing. Knife reverse switch was used, but the knife did not return. Manual override lever was used, but the lever was stiff and did not move at all. Then the manual override lever moved a little, but the knife did not return, and the jaws did not open. The forceps clamped the distal side of the device, and it was cut by the scissor and ligated by the suture to remove the device from the lung. The bleeding occurred, and the bleeding amount was 100cc. The blood transfusion was not performed. The ligation and coagulation by the electric knife were performed to hemostasis. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1st f/u - additional information assigned to affiliate: could you please clarify if there were any patient consequences? The bleeding occurred when the lung was cut to remove the device. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022 d4: batch # 837a57 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the jaws and the closure trigger in the closed position, also, the knife was noted partially advanced, so the jaw could not be opened. A gst45g reload (batch: 620a31) was returned fully fired and some staples were remained on the jaw but no damages were found. The override panel was not returned, and the bailout lever was exposed but was not activated. No damages were found in appearance. A battery pack was installed on the actual complaint device. A part of package material was returned (lot:x95g17). When a new battery was loaded into the actual device, the motor on the actual device automatically activated and the knife returned to the home position. So the jaw could be opened. Some staples and tissue remained in the jaw but no damages were found. It was noted that tissues were stuck in the knife slot. When the actual device was activated with a new battery, the motor on the actual device worked but the knife could be advanced only slightly due to the knife indicator could not be pushed in and the lockout mechanism could not be released. The device was cleaned. After that, the knife could be fully advanced and observed as a damaged knife edge. After rinsing inside the jaw, the actual device was reloaded with test cartridge ecr45g and test battery, and it was tested for functionality with a test film. It could be fired and formed all the staples as well as completely, but the cut line was jagged. The event reported hemostasis controllable was confirmed. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not reverse knife automatic, partial fire, manual override would not work, would not open could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pcee45a lot number x95g17 and no non-conformances were identified. Manufacturing date: 07/29/2022 expiration date: 06/30/2025